Event description:
The ge oec 9800 fluoroscopy system had a cine playback issue, where the images were distorted or would re-play correctly.

Manufacturer narrative:
A ge oec service rep investigated the issue and found, with the trouble shooting of the facility engineer a defective cine bridge pcb. The cine bridge pcb was replaced and this resolved the playback distortion reported. Possible accidental fast stop activation by user. The system was tested and found to be operating as intended, and was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue.